Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose levels and had been hospitalized on (B)(6) 2015 due to high blood glucose levels and chest pain. The customer's blood glucose at the time of admission was 345 mg/dl. The customer, at the time of call, expressed symptoms of extreme thirst and light-headedness due to her high blood glucose levels of 349 mg/dl. The customer stated that she treated herself with insulin pump therapy. Troubleshooting was done. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that she did not have another infusion set. Advised to change the infusion set and contact her healthcare provider for further assistance. Nothing further reported.